Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code and system impedances high withing normal limits between 130 and 145 ohms. This s-ICD was explanted and successfully replaced. No additional adverse patient were reported. This product was returned. Additional information was received, during the explant of this device, pocket revision was done and the impedance came down to 100 ohms. This product was returned.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code and system impedances high within normal limits between 130 and 145 ohms. This s-ICD was explanted and successfully replaced. No additional adverse patient were reported. This product was returned.